Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had high and undefined impedance when attached to the device. The impedance was normal through the analyzer. The device and rv lead were removed and a new device and lead were implanted. No patient complications have been reported as a result of this event.